Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's wife stated that patient was not wearing dexcom continuous glucose monitor (cgm) at the time of death. Patient had recent surgery and was not able to wear cgm. Patient's wife reported that the patient had metastatic pancreatic cancer and had just undergone abdominal surgery. Patient passed away at home. Patient's wife further reported that patient was taking approximately thirty medications at the time of death. No additional event or patient information is available. There was no alleged device malfunction. It was stated that patient expired from metastatic pancreatic cancer. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.